Event description:
Information was received from a patient (pt) regarding an implantable neurostimulator (ins). The pt reported a desire to have the implant (ins) surgically removed and stated that an appointment with the hcp is scheduled for july 9. Pt said that the ins initially provided relief but was now causing more pain than benefit. Pt reported back pain that causes a stooped posture, with onset about four years ago. Pt also stated that reprogramming was attempted about four years ago and again about three years ago, but the issue persisted. Agent documented the information provided by pt.

Manufacturer narrative:
B3: event date is not known. Please see b5 for approximate date range, if applicable. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.